Manufacturer narrative:
The initial report, 1220648-2024-10104, was submitted in error. The reported event does not meet medical device reporting requirements. Corrected information in h10.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was implanted with an impella cp device for mechanical circulatory support and that the impella was repositioned under echo for hemolysis and hematuria.